Event description:
The user facility reported that a piece of the bending rubber came off during an endoscopic nephrectomy using ltf-vp, and fell into the pt. The physician could retrieve the fragment around the end of the procedure. The facility reportedly said that all fragment could be retrieved from the pt because the fragment shape was identical with the part damaged on the bending rubber. There was no pt injury reported.

Manufacturer narrative:
The referenced product was returned to olympus medical systems corporation for evaluating. The evaluation confirmed that part of the rubber and the glue on bending section were missing. The phenomenon likely occurred when the physician withdrew the endoscope with the angulated bending section from the trocar. In addition, the manufacture history record of the referenced product was investigated, and there were not any abnormalities. The cause of this event could be determined to the user mishandling. This report is being submitted as a medical device report in an abundance of caution.